Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and the pulse generator and right ventricular lead were explanted. No additional information was reported.

Manufacturer narrative:
The field concern of infection could not be confirmed. The device was in backup mode consistent with end-of-service voltage condition. The battery was confirmed approaching end of life (eol) due to prolong implant duration and current drain acceleration in backup bvvi mode. Further testing after replacing the battery indicated normal device functionality. The sterilization records were reviewed and no evidence of abnormal sterilization was found. There were no device anomalies found that would have contributed to the reported event.